Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an ablation procedure. During procedure, the implantable cardioverter defibrillator was post paced oversensing t-wave and pacing inappropriately. No intervention was performed. The procedure was completed and the patient was stable.